Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record (lhr) for this product was not reviewed and a similar incident query was not performed because the lot number was not reported. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat restenosis inside an old stent located in the proximal left anterior descending coronary artery that was mildly tortuous, moderately calcified and 95% stenosed. Laser atherectomy was performed followed by balloon dilatation using the nc trek 2.75 x 15 mm balloon dilatation catheter. Then, the 2.75 x 20 mm nc trek was inflated at 11 atmospheres for one minute. The second inflation was at 11 atmospheres for one minute. The third inflation was at 14 atmospheres for one minute. During the fourth inflation, at 18 atmospheres the balloon burst at 45 seconds. There was no resistance during advancement and the device was prepped according to the instructions for use. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.